Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance and capture threshold. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. As received, only the distal end of the lead was received for analysis. Electrical testing was normal. Visual inspection found no anomalies with exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-20103 new information received notes that the right ventricular lead was explanted and replaced. The patient condition was stable post-procedure.